Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the limited information available, it is not possible to establish a definitive root cause of the reported event. Based on the medical judgement received, there was no issue with the device, and they do not think that this was a product issue. Furthermore, from the document review performed, no manufacturing deficiencies were identified. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed of a perivalvular leak after implant of perceval surtureless aortic heart valve, pvs27/size xl. The valve was implanted on (B)(6) 2020. As reported, they were planning to improve paravalvular leak by interventional treatment, such as place an occluder or dilation again with a balloon. Based on the information received, the perivalvular leak appeared immediately after procedure was finished, and the ar was 3+. Reportedly, surgeons don¿t think that this was a product issue. No further information was provided.

Manufacturer narrative:
Remains implanted.

Event description:
The manufacturer was informed of a perivalvular leak after implant of perceval sutureless aortic heart valve, pvs27/size xl. The valve was implanted on (B)(6) 2020. As reported, they are planning to improve paravalvular leak by interventional treatment, such as place an occluder or dilation again with a balloon. Also reported, the perivalvular leak appeared immediately after procedure was finished. And the ar was 3+.